Event description:
The user questioned the ckmb results for six patient serum samples when the results reported were all <0.1 ng/ml with a data flag. The user repeated the samples on the elecsys 2010 and obtained results of 4.20, 3.46, 2.10, 1.56, 3.30, and 3.40 ng/ml. The results were corrected and there were no adverse affects to the patients. The ckmb reagent lot number was 15515001. The field service representative determined there was a damaged bead mixer that was bent. He replaced the bead mixer and verified the analyzer operation by running performance tests with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.